Event description:
Patient passed away [death]. Case narrative: case (B)(4) is a serious spontaneous case received from a non health professional via regulatory authority in united states. This report concerns a patient (no identifiers reported) who passed away during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg, unknown dose, for bilateral primary osteoarthritis of knee from an unknown start date to an unknown stop date. The consumer reported that the patient passed away on (B)(6) 2019. Cause of death unknown. Action taken with euflexxa was not applicable. No concomitant medication was reported. The event was reported as serious. The case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.